Event description:
It was reported that five (5) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the infusion port. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: april 13, 2021 - april 14, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.